Manufacturer narrative:
Device evaluation summary: it was reported that a 65-year-old patient who underwent breast augmentation revision with gel mentor memorygel breast implants 325cc on (B)(6) 2006 developed bilateral palpable masses and right implant rupture. An ultrasound that was completed on (B)(6) 2018 shows a 1.2 x 0.5 x 1.4 cm reported previously biopsied (in 2009) benign hypoechoic shadowing mass with echogenic foci at the right breast at 6-7 o'clock location, 3 cm from the nipple (area of palpable concern). It is stable when compared to images from prior ultrasound dated (B)(6) 2017, and stable in size when compared to prior ultrasound report dated (B)(6) 2015. At the left breast at 12:00, retroareolar margin, there is a 4 x 1 x 3 mm oval hypoechoic circumscribed mass, stable dating back to (B)(6) 2017. There is no sonographic evidence of malignancy. An MRI completed on (B)(6) 2018 shows a right intracapsular rupture. The patient is scheduled for revision on (B)(6) 2019. The device was returned to mentor with gel that appeared to be clear. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 7 cm on the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed for rupture. However, at this point it is not possible to determine the root cause of such damage. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: gel mentor memorygel breast implant 325cc , catalog number 3507325bc, serial number (B)(4), lot number 5601957. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent breast augmentation revision with gel mentor memorygel breast implants 325cc on (B)(6) 2006 developed bilateral palpable masses and right implant rupture. An ultrasound that was completed on (B)(6) 2018 shows a 1.2 x 0.5 x 1.4 cm reported previously biopsied (in 2009) benign hypoechoic shadowing mass with echogenic foci at the right breast at 6-7 o'clock location, 3 cm from the nipple (area of palpable concern). It is stable when compared to images from prior ultrasound dated (B)(6) 2017, and stable in size when compared to prior ultrasound report dated (B)(6) 2015. At the left breast at 12:00, retroareolar margin, there is a 4 x 1 x 3 mm oval hypoechoic circumscribed mass, stable dating back to (B)(6) 2017. There is no sonographic evidence of malignancy. An MRI completed on (B)(6) 2018 shows a right intracapsular rupture. The patient is scheduled for revision on (B)(6) 2019. This medwatch is for the right breast implant.